Event description:
It was reported by the user site that during a selenia dimensions mammography system procedure on (B)(6) 2025, intermittent jerking during the tomography sweep was observed. No user or patient injury reported. A hologic field service engineer (fse) was dispatched to assess the device. The fse investigated the device and reported loose screws on the back of the vertical travel assembly. The fse removed the screws, applied loctite to screws, and reinstalled the screws. The fse tested the device and verified that the system is now operating according to manufacturer specifications. No further information is currently available.